Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had a stent stuck in the scope. The event occurred reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue inside all channels and worn adhesive around the objective lens and light guide lens. Based on the results of the investigation, a probable root cause of the customer's allegation could not be identified. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the worn adhesive around the objective lens and light guide lens is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the white residue inside all channels, the identity of the foreign material (white residue) and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.